Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for one (1) of one (1) returned polaris 5.5 ss tl removal hexalobe bit (pn 14-501732) for the failure of fractured bit. The severity of this event is [1] (rmr-99999). Medical records were not provided for review. Complaint history: there were zero (0) other complaints for similar events (broken anchoring plate) related to the same part number in the 12 months leading up to the notification date through to the present. 0(zero) additional search results for the lot and item search. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore, a compatibility review is not applicable. Potential cause this event could possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction or applied during sterile processing/handling between surgical cases. With the given information, the definitive cause cannot be determined. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported the tip broke off the hexalobe bit during the operation. The fractured piece was retrieved. There is no known patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip broke off the hexalobe bit during the operation. The fractured piece was retrieved. There is no known patient impact.